Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse decontaminated the acid and base lines. The cse ran a precision testing on quality control (qc) samples of troponin, which passed. The cse ran qc, which was within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). Another sample was drawn and tested on the same instrument, resulting lower. The customer then reran the original sample, resulting lower. The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.